Event description:
The patient was implanted bilaterally with anatomical double chamber tissue expanders (20799-780) on (B)(6) 2010. During the month of (B)(6) 2010, the patient noticed that after each expansion, the saline injected into the tissue expander in her right breast seemed to be moving from the front chamber to the back chamber. Because of this, the expander was removed and replaced with another expander (also a 20799-780) on (B)(6) 2010. After its removal, the surgeon noticed that the saline was moving from the front chamber to the back chamber. According to the surgeon, the seam dividing the two chambers was defective. The patient has not experienced any problems with the new expander implanted in her right breast. The expander was scheduled to be replaced with a permanent implant on (B)(6) 2010.